Event description:
During routine testing of the device at the service center, the project specialist reported that the blade protector on saw was bent. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The toot cause was attributed to damage.